Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer will reach out to their healthcare provider regarding a backup method of insulin therapy.